Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm cadiere forceps instrument was analyzed and installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved I the direction commanded, however a lag or delay in the motion was observed. There was no observed damage to the grip cables on both the proximal and distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the 8mm cadiere forceps instrument rotation doesn't stay, it snaps back. The customer reported event had no report of patient injury.